Event description:
In 2006, a doctor informed kerr corporation that a pt experienced a body rash the day after placement of bioplant in the mouth. The doctor reported that he did not remove the material, however, he prescribed benadryl and metronidazole ( a steroid, inflammatory drug) to the pt. After 5 days, the pt was symptom free.

Manufacturer narrative:
A steroid inflammatory drug was prescribed to the pt which is considered medical intervention. Therefore, the incident is MDR reportable.